Event description:
I had recalled allergan textured implants put in on (B)(6) 2009 by dr. (B)(6) in (B)(6). This was my second procedure. I had originally done over the muscle, they capsular contracted, so I had them redone after 2 years with under the muscle by the same surgeon. They are the recalled natrelle silicone 115-322. I have an appointment for a consult for enbloc surgery. A bit of my history. Everything seemed ok. My right breast had felt a bit tense as if it had capsular contracture, and I was looking through my e-mails and I had e-mailed the surgeon 5 years ago with this concern, but never pursued fixing it. Currently, it seems to have possibly fixed itself? Which is also a concern especially with these recalled textured implants. I assume if the capsule ruptured some, and it is now pretty natural feeling, that possibly something could be escaping into my body? As far as bii symptoms. This has been tough, because 2 years ago I had other health problems going on with my uterus, and had 2 surgeries to remove/slow down my uterine fibroids which were causing anemia, and other similar symptoms to bii. As of my last check up/blood work up, etc with my lady doctor about 1 year ago, my blood work was all fine and back to normal, indicating that the surgeries had worked. I was bleeding less, and no longer anemic. Brings us to today, and I am still experiencing symptoms such as: vision going very bad, especially in my left eye; feeling shaky/almost anemic like; brain fog getting horrible; fatigue, itchy rash on my lower right leg (recent) (I have never had a rash or bad skin), and joint pain. I have had no tests done, just seeing the bii symptoms in myself, and my blood tests are 100% normal. This is a recalled implant, and I would appreciate allergan covering the costs of removal, which I know won't happen. FDA safety report ID # (B)(4).